Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. Screenshots of the case were provided and confirmed the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. Screenshots could not confirm that the screen displayed the switching of two different tibial bone models. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the two tibia bone models (one larger than the other, then ultimately morphing back to the smaller model) was that the much too large bone model was an intermediate solution, which then corrected itself before the final solution was arrived upon. This can also occur if the bone is partially mapped or sloppily collected. The user did what was correct, which was to continue collecting more points until a suitable surface was generated. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, the tibia bone model generation error issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that during a cori tka procedure, after painting the tibial bone mesh, the surgeon took his probe off the bone and foot off the pedal and the screen switched between two different tibial bone models. The initial bone model fit the painted area well, but the second bone model was at least twice as large, so that the painted area only made up one condyle of the plateau and there were bright blue critical patches. The surgeon paused, and then proceeded to add more points. The model snapped back to a smaller morph, and they proceeded. Upon advancing to the tibial cut screen, they received a bone model generation error. They added more points and continued without issue. The procedure was completed with cori, with a delay of fewer than 30 minutes. Surgeon was satisfied with outcome. No other complications were reported.